Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose level. As the customer was not receiving an alarm when tandem technical support was contacted,troubleshooting to determine a possible cause of the occlusion was not performed.

Manufacturer narrative:
Additional info indicated that the customer did not see any issues with the cannula, tubing, cartridge or site. The customer had not received any further alarms and does not feel the pump was the issue. The product has not been received for eval. Should additional info be received a supplemental form will be completed.